Event description:
International affiliate reported that a patient developed a post operative wound infection two weeks following orthopedic surgery performance in 2005. The wound was drained and cultured.